Event description:
It was reported that during routine follow-up it was discovered that the left ventricular lead had dislodged. The lead was successfully explanted and replaced with a non-boston scientific product. It was not indicated that the lead would be returned. No additional adverse patient effects were reported.